Event description:
After an implantation period of approx. 74 months, it was reported that it was not possible to interrogate the device. The pacemaker was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An interrogation was not properly feasible. However, the devices memory content was analyzed indicating invalid memory content. The ability of the device to deliver therapies was verified. The pacemaker operated in the safety backup mode. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. During the further course, the device was opened and subjected to further thorough analysis. The device was reset and subsequently the memory content of the device was reviewed. Thereby, recurrent invalid memory content was found. Further tests on the electronic module revealed a damaged integrated circuit to be causal for the clinical observation. After replacing the damaged integrated circuit, the device was properly integrated. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.